Event description:
It was reported that the transvenous pacing wire and sheath adapter was inserted into the patient's left inner jugular in the icms by an experienced clinician. Twenty-four hours after insertion, fluid was noted in the sheath. As a result, both the sheath and pacing wire were removed but not replaced. There was no reported delay, death, or complications to the patient. The catheter used was the arrow bipolar electrode catheter (ai-07155), 5fr, 110cm.

Manufacturer narrative:
(B)(4). The sample will not be returned.